Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as deep tissue injuries on both sides and blistering on the left. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporary removal of device and had nurses bandage the area. Outcome of the irritation is unknown as follow up attempts were unsuccessful..